Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was having differences between their sensor glucose and blood glucose readings. The customer also stated their insulin pump had gone into threshold suspend as a result of the differences. Customer stated their sensor glucose was below 40 mg/dl and their blood glucose was 180 mg/dl. Customer also reported receiving calibration error and bad sensor alerts. Customer was advised to return their sensor for analysis. No additional information provided.